Event description:
Customer alleges discrepant results with the meter. Results as follows: date: (B)(6) 2011. Inratio results: initial: 5.9; repeats: 4.4, 3.4. Repeats were done minutes later. Pt's therapeutic range is: 2-3.

Manufacturer narrative:
Investigation pending.